Manufacturer narrative:
The patient remains ongoing on vad support with an ungrounded patient cable. The replaced portion of the external distal end portion of the percutaneous lead, approximately 20 inches, was returned for evaluation. The report of low speed hazard alarms and pump stoppages was confirmed through the analysis of the submitted log files. Based on the manufacturer¿s experience and similar complaints, these events could be indicative of damage to the percutaneous lead; however, the evaluation of the returned portion of the percutaneous lead did not reveal any issues that would have contributed to the reported event. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to visually evaluate the underlying wires. The metal braided shield of the percutaneous lead demonstrated normal wear for its duration of use. Visual examination of the percutaneous lead did not reveal any breaches to the insulation of its wires. The percutaneous lead was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. X-rays of the percutaneous lead were submitted for review, and were inconclusive for any compromises to the integrity of the percutaneous lead wires. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 9 months. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced low speed and pump off alarms, and again on (B)(6) 2015. The alarms only occurred while the patient was connected to the power module. The patient remained asymptomatic during the events. X-rays were reviewed and were unremarkable. An issue with the percutaneous lead was suspected and the health professional was advised to keep the vad connected to battery power until further investigation was completed. It was reported that on (B)(6) 2015, the patient experienced a low speed advisory while connected to the power module, and the alarm was not audible. The health professional noticed that the low speed occurred with a pulsatility index event, which they felt might indicate a suction event. On (B)(6) 2015, the patient's system controller was exchanged. It was reported that the patient did not experience any further alarms other than pulsatility index events, and was up and about in her room. The patient was going to remain on the grounded power module patient cable unless further alarms occurred. On (B)(6) 2015, the patient experienced a low speed advisory. The log file confirmed a low speed operation as the speed dropped to 8060 rpm, which was 740 rpm lower than the low set speed. That same day, the manufacturer's technical services representative replaced approximately 22 inches of the external distal end of the percutaneous lead. There were no alarms after the replacement. It was suspected that there was a compromise to the percutaneous lead internally; therefore, a modified power module patient cable was given to the patient. On (B)(6) 2015, the patient was still in the hospital due to low inr. The patient was also experiencing low speed/pump stop alarms again while connected to the power module. The patient was remaining on battery power or connected to an ungrounded power module patient cable until a decision regarding a pump exchange was made. On 01/07/2015, it was reported that the patient did not receive a pump exchange. The patient was discharged to home with an ungrounded power module patient cable.